Event description:
Console couldn't maintain adequate flows or beat rate. The console was examined by abiomed field svc and it was determined that the orifice block screw had been loosened. According to the hosp, the console had been traded to another device MFR and then the hosp had wanted it back. The transducer assemblies and analog board were replaced and the entire console checked out. No further problems were found.